Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd insyte¿ autoguard¿ bc shielded IV catheters' blood control valves didn't work, causing blood to leak through. The following information was provided by the initial reporter, translated from (B)(6) to english: "the blood control valve didn't work and this occurred in five cases within a single day."